Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure, two endeavor sprint drug eluting stents were implanted in the mid lad. The patient expired approximately 20 months post index procedure. The cause of death is unknown. Investigator indicated that the relation to the device is unknown for this event.